Manufacturer narrative:
Occupation - perfusionist. Additional initial reporter information - (B)(6), risk manager. Additional email address - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that the patient came to the cath lab presenting with st-elevation myocardial infarction (stemi). The patient was taken to the cvor where they received quintuple bypass surgery. As the patient was being taken off of bypass, their pressures started dropping, so the physician decided to insert an intra-aortic balloon (iab) to provide hemodynamic support. It was noted that the iab was inserted through a 6fr graft in an axillary approach and into the descending aorta. Axillary insertion is not the method described in the device instructions for use. The iab was connected to a cardiosave hybrid intra-aortic balloon pump (iabp) and therapy was started. The customer reported that the pressure waveform was strange on the iabp and they then received a "restriction" alarm on the iabp which stopped pumping. They troubleshooted this and got therapy started again and then received a "gas leak" alarm, which again stopped therapy. They troubleshooted again and got therapy started and it continued to provide therapy for about 5-10 minutes without any alarms. They then received an "autofill failure" alarm and were unable to get therapy started again. The iab was then connected to a second cardiosave iabp, but they received an autofill failure alarm again when trying to initiate therapy. The physician then removed the iab and inserted a second, again through the same 6fr graft in the axillary position and into the descending aorta. Upon initiation of therapy with this second iab, they immediately received the same autofill failure alarm and could not start therapy. They then disconnected this second iab catheter from that cardiosave console and connected it to the cardiosave console that they first used. This also resulted the same autofill failure message, so they were not able to continue to provide therapy to the patient. The patient ultimately passed away. It was later reported that a third iab had been inserted and utilized on both cardiosaves, with the autofill failure alarm persisting each time therapy was initiated on both cardiosaves. A fiber optic error on one of the cardiosaves occurred, and the perfusionist was able to connect a transducer to the inner lumen of the iab catheter to transduce an arterial pressure. This report is for the 3rd iab used in this event. Separate reports have been submitted for the 1st iab under mfg report number 2248146-2024-00337 and for the 2nd iab under mfg report number 2248146-2024-00338. Reports for the cardiosave iabps have been submitted under mfg report number 2249723-2024-02065 and mfg report number 2249723-2024-02061.

Manufacturer narrative:
Updated fields: brand name, unique identifier (UDI) #, version or model #, catalog #, PMA/510(k)# UDI # is incomplete as the lot # has not been provided. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.